Event description:
The pt had original surgery on 1/3/97 for reattchment of quadriceps tendon of right knee and repair of medio-lateral retinaculum. The reattechment failed. The surgeon re-operated on 1/16/97 and re-did the reattachment.